Event description:
It was reported that during pm, cs300 intra-aortic balloon pump (iabp) had fiber optic test fail and ac line power cord ohms out of tolerance est (old style cord). There was no harm or injury reported.

Manufacturer narrative:
Due to character limitation, initial reporter full name: (B)(6). Updated fields: b3, b4, b5, b6, b7, d5, d8, d9, d10, e1 (initial reporter name, mail), e2, e3, e4, g2, g3, g6, h2, h6 (health effect- clinical code and health effect- impact code), h11.

Manufacturer narrative:
Updated fields: b4, g6, h2, h11. Corrected fields: g3.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had fiber optic test fail and ac line power cord ohms out of tolerance est (old style cord).

Manufacturer narrative:
Updated field: b4, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions) h11. Corrected field: b5. A getinge field service engineer (fse) verified the issue and replaced ac line cord and fiber optic assembly . Precautionary service: replenish ECG leads and other parts for complete list: ECG leads, print paper, IV pole, and doppler assembly. Ran all the tests in accordance to the manufacturer¿s specifications. All tests are within range. The failure analysis and testing dept. Received the following parts associated with this complaint: part fiber optic assembly and part cable ac line 110v the failure analysis and testing dept. Performed a visual inspection and found part cable ac line 110v old and worn , which root cause would be expected wear and tear. Part fiber optic assembly was found in good condition. These parts were received with a reported unit failure of fiber optic test fail and ac power line cord ohms out of tolerance. The fat proceeded to install part number fiber optic assembly into the cs300 test fixture serial number and tested the fiber optic assembly to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. When the cs300 booted up error code ap optical sensor module failure was observed on the display. The fat dept. Then booted the unit into the diagnostic mode to attempt to perform the fiber optic test. The fat dept. Was not able to perform the fiber optic test. The fat dept. Was able to duplicate the failure. The fiber optic assembly failed testing. The fat then proceeded to test the line cord via the leakage test and also duplicated that the ohms test was out of tolerance. The line cord failed testing. Retaining the parts in the fat dept. Per procedure number (B)(4) rev. Au.

Event description:
It was reported that during pm, cs300 intra-aortic balloon pump (iabp) had fiber optic test fail and ac line power cord ohms out of tolerance est (old style cord). There was no patient involved.